Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) may have delivered inappropriate therapy for an atrial arrhythmia. The health care professional (hcp) contacted technical services (ts) to determine whether the therapy was delivered for a ventricular tachycardia (vt) or an atrial fibrillation (af) episode with rapid ventricular response (rvr). Ts reviewed the device data and suspected that inappropriate shocks and anti-tachycardia pacing (atp) were delivered during an af episode with rvr. During the episode, the elevated ventricular rate reached the ventricular fibrillation (vf) detection zone, which resulted in shock therapy. No additional adverse patient effects were reported. This crt-d remains in service.